Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with concern that insulin delivery was not reaching subcutaneous tissue; they observed moisture at the bottom of the cartridge and later found the cartridge dry, and after reconnection and subsequent full supply changes, glucose values returned to range. Symptoms included feeling unwell during the hyperglycemic episode without loss of consciousness or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included self-management with subcutaneous insulin injections on a prior day and no need for professional medical intervention or hospitalization. Investigation included guided troubleshooting to verify insulin flow, reconnection, education regarding the learning phase, and follow-up after training. Investigation of this case revealed that replacing the infusion set and supplies resolved the high glucose, which is consistent with interrupted insulin delivery attributable to a suspected cartridge or infusion pathway issue. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient infusion pathway interruption.